Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy, the tip of the outer sleeve was deformed for an instant and returned the original form when a forceps touched to it while a forceps was inserted and removed thorough the device. The device was used on the uterus. The same device was used as is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r93l7x, r93m0z. The analysis results found that only the sleeve from the 2h12lp device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. The device was visually inspected and no anomalies were observed. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.